Manufacturer narrative:
The device evaluation was completed for the reported symptom "clean load point 2". A device history review revealed no issues that could have caused or contributed to the reported issue. The event history log review was completed and it noted the presence of this alarm in the log. A visual inspection was performed and no abnormalities were found. The reported issue could not be reproduced during the device evaluation. The device was determined to not meet all product specifications related to the reported event. The reported condition was verified. The cause was determined to be a force sensor which was out of calibration. The downstream force sensor assembly was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump had a clean load pt2 error. The patient was a (B)(6)year old female in the pediatric oncology care area. The patient was receiving doxorubicin(unknown dose) vtbi: 20.8ml to be infused continuously over 20 hours at a rate of 1.04ml/hr. The nurse discovered the medication was not infusing and there were no alarms in relation to this occurrence. The pump was swapped to another pump immediately upon discovery and the patient continued with therapy. There was no patient injury and no medical intervention was required as a result of this interruption in therapy. The amount of time in the interruption in therapy is unknown.